Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise on both the atrial and ventricular channels. The health care professional (hcp) confirmed with the field representative that the patient had surgery on the day of the episodes and that the episodes were due to oversensing of electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.